Event description:
The pt was implanted with a left ventricular assist device. Approx 1 month post-implant, a request was made to review the pt's system controller log file due to continuous "flow estimator high limit faults". The log file revealed increases in pump power from 5-6 watts to 8-9 watts and returning back to baseline (5-6 watts). The system controller was exchanged with no resolution. Clinical parameters were fine, no hemolysis was noted, and the left ventricle (lv) was unloading well. The pt was discharged to the rehab center. Approx 3 weeks later, the pt was admitted back from the rehab center due to continuous low flow alarms during the night. The vad coordinator increased the speed from 8400 rpm to 9800 rpm and the alarms disappeared. Two days later, the low flow alarms returned and the vad coordinator increased the speed again (from 9800 rpm - 10800 rpm) for a few seconds and let the speed return to 9800 rpm. The low flow alarm disappeared and the system displayed normal power values. Since then, the pt developed hemolysis, and the lv was not properly unloading. The inr values were in normal range the whole time. Approx 1 week later, a decision was made to exchange the pump. After the pump exchange, the hemolysis parameters returned to normal and the lv was unloading again as expected.

Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.